Manufacturer narrative:
After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device continued to give a "connect cable" message even though a quik-combo (qc) therapy cable assembly was properly connected to the unit. The customer tried using another qc therapy cable as well as a hard-paddles assembly and continue to receive the same message. As a result, defibrillation therapy may not be able to be delivered, if necessary. There was no patient use associated with the reported event.